Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a "no disposable, pump won't run" message. There was air line as well. The rate was 2.2ml, volume 76.2ml, and 28.8ml was given. There was no patient, or clinician injury associated with this occurrence. No further information is available.